Event description:
Event description guidant received information that, at implant 5 months ago, this transvenous defibrillation lead exhibited good sensing. Gradually the amplitude has decreased to less than the recommended 5 mv level.